Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure four days prior. (Age and weight unknown). According to the complainant, the prolieve catheter tip folded in on itself. A guidewire (manufacturer unknown) was also used but the physician was unsuccessful in placing the prolieve catheter. The procedure was not completed due to this event. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient - positioning difficulties - failure to advance - fold the lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date can not be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.